Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The patient had a 33x3 cypher stent implanted in the left anterior descending artery. The vessel was 3mm in diameter and the lesion was 33mm long. Indication for the index procedure was stable angina pectoris. Approximately 11 months post stent implantation, the patient came back with unstable angina and it was discovered the patient had a focal restenosis and the implanted stent had a fracture. The patient was treated with a taxus stent. The patient was followed-up 4 months later and there were no additional adverse events.